Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
An ophthalmic nurse reported that the leading haptic was pointing straight during deployment and lens nearly flipped inside the eye. The surgeon used spare lens and completed the surgery.